Manufacturer narrative:
Plant investigation: the cycler was returned to the manufacturer for evaluation. A visual inspection of the exterior showed no signs of physical damage. There were visual indications of dried fluid within the cassette compartment. There were no burrs or sharp edges in the cassette area that may have punctured a cassette membrane. The device was subjected to a simulated treatment test. During the test, a ¿lf30 - hb make sure hb is on ht tray and unclamped¿ was encountered three consecutive times before the treatment was canceled. There were no fluid leaks in the test cassette during the test treatment. An inspection of the heater tray/scale found it was not obstructed and was functioning correctly. An internal inspection of the cycler found visual evidence of dried fluid under pump ¿a¿ and ¿b¿ mushroom head and within the recess of the bottom cover adjacent to the pump. There was visual evidence of fluid within pneumatic filter hp1. The hp1 filter was detached from the cycler in order to be replaced. The cause of the observed dried fluid could not be determined. The mushroom head check passed and the glucose test had positive results. An investigation of the device history (DHR) records was conducted by the manufacturer. There were no issues found during the manufacturing process which could be associated with the reported event. In addition, the DHR review confirmed the results of the in-progress and final quality control testing met all requirements. The investigation into the cause of the reported leak incident was not able to be confirmed. An evaluation of the returned device could not identify any malfunctions that would cause or contribute to a leak event.

Manufacturer narrative:
The plant investigation is in process. A supplemental medwatch report will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported that the cycler was giving air detected in the cassette warnings and drain complication messages during and prior to drain 3 of 4. Treatment was cancelled. When the cassette was removed, a fluid leak was found inside of the cassette door area. There was no observed defect regarding the cassette. The patient had been able to complete treatments with manual pd therapy until the replacement cycler was delivered. The patient did not experience any adverse reaction or require any medical intervention. The patient was not prescribed prophylactic medication. The patient has since received a replacement cycler and continues regularly scheduled pd treatments with the cycler without further issues. The cassette is not available to be returned to the manufacturer for physical evaluation as the patient had discarded it.